Event description:
Database shows an exchange nail procedure completed, however the surgeon gave no comments on the reason, review of patient x-rays shows a small non-union and no broken implant or screws. No further information is available at this time. Cause: unk at this time, possible non-union repair. No indication of product defect.